Event description:
It was reported that a patient underwent a sling procedure to treat stress urinary incontinence on an undisclosed date. The patient experienced pain, erosion of her internal bodily tissue, incontinence, dyspareunia, back pain, difficulty with bowel movements, bleeding and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. Concomitantly, the patient underwent a total abdominal hysterectomy and uterosacral ligament suspension. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient had a gynecological procedure in order to treat stage iii pelvic organ prolapse with symptomatic cystocele, uterine and rectocele and mesh was implanted. It was also reported that the patient had a concurrent procedure of a transvaginal hysterectomy,uterosacral ligament suspension, posterior repair of mesh and cystoscopy performed during mesh implantation. No additional information was provided .

Manufacturer narrative:
(B)(4) dyspareunia, difficulty with bowel movements. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Resubmission with the correct file number date sent to the FDA: 01/04/2017. (B)(4). It was reported that following insertion the patient experienced infection, fistulae and vaginal scarring.